Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Different infusion set types had been used by the customer in an attempt to resolve the occlusion alarms and the occlusions continued. The customer experienced elevated blood glucose (bg) level as high as 300mg/dl and also experienced diabetic ketoacidosis (dka). Correction boluses were delivered and manual injections were administered to address the bg levels. The dka was addressed with insulin and water. The customer reported the pump and manual injections would be used for insulin therapy.